Event description:
The customer reported the device changes characters when in menu mode; waving hand over the screen changes the characters; when making setting changes, the numbers move all on their own; cannot change settings via the touch screen or navigation ring. The customer reported there was no patient involvement.

Manufacturer narrative:
Contamination buildups were found on the rotary adjustment assembly (nav ring) matrix that causes the nav ring not functioning properly.